Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three events of kinked tubing since (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.